Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device was received for evaluation and the investigation is currently under way.

Event description:
It was reported that the pta balloon would not fully deflate in the a/v fistula. The balloon catheter and sheath were removed together as a single unit without incident. No further treatment was provided. There was no reported patient injury.